Event description:
It was reported that within approximately a month post implant that the right atrial (ra) lead had high threshold when the patient was sitting and there was positional threshold changes. The ra lead was explanted and replaced. It was later reported the ra lead was dislodged. No patient complications have been reported as a result of this event.

Event description:
It was reported that within approximately a month post implant that the right atrial (ra) lead had high threshold when the patient was sitting and there was positional threshold changes. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found.